Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A log review could not be performed due to insufficient event information.

Event description:
On 10-mar-2025, intuitive surgical, inc. (Isi) received mw5167015 stating: "I need to report a serious patient risk from the da vinci robotic system. First to tell you who I am. I have been in private practice as a gynecologist for 43 years. I started using the da vinci system in 2007. I was one of 7 "da vinci epicenter physicians" in the country. I taught surgeons from all over the country and have taught over 1000 physicians. I have personally performed over 4000 robotic surgeries! Recently, by accident, I found that the robotic laparoscope quickly burned holes in the surgical drape in 2 secs! This could easily burn a hole in the bowel especially the small bowel. I have a recent case where I think this occurred. She nearly died and is still in the hospital. I recorded a video of the entire case and have reviewed this which showed no surgical accidents on my part. I brought this up with the intuitive rep in the room and showed him the drape burns. He did nothing but say "no one else has reported this." I did not trust him to elevate this so I contacted a higher intuitive manager and have copies of the texts. He stated he would elevate it to intuitive but have had no contact from them. As laparoscopic surgeons, we have been taught to touch or rub the scope to tissue intra-operatively. The regular laparoscopies did not get hot so was not a concern. This would be disaster with the da vinci scopes! This laparoscopic "fire stick" is a hidden defect! Intuitive had to know about this and never even addressed my concerns. Please keep my name confidential since I have a long history with intuitive. They still ask me to evaluate new products, such as the dv5 system before the FDA approval. I am glad to talk or meet with anyone from the FDA about this problem. I am very concerned about patient safety! I can also send you photos of the drape burn and have recently repeated this test with the same burns! I can also send copies of the texts as noted above."